Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid empty cartridge alarm occurred. Tandem's technical support verified with the customer that low insulin alerts occurred prior to the alarm. The customer's blood glucose (bg) level was 289 mg/dl. The customer changed the cartridge to address the event, addressed the bg level with a bolus via the pump, and resumed insulin delivery.